Event description:
The atrial lead was returned to the manufacturer for disposal and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.